Manufacturer narrative:
A review of the data management system (dms) confirmed the patient reported sensor glucose (sg) values, but not the blood glucose (bg) values as they were not entered into the system. Per dms, the system asserted low glucose alerts at the time of reported events. The patient didn't seek for medical treatment. The patient relied on sg values and consumed glucose. To address the reported discrepancies in the glucoses values, the case was escalated to next level support. The differences observed by the patient were potentially due to inherent lag in the sensing technology of the sensor. As part of troubleshooting process, the patient was recommended to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. Although patient did not perform the re-link, they confirmed during a follow-up communication that the system had stabilized and was functioning properly. The patient was advised to contact customer care back in case of any other concerns. At the time of closing the complaint, no additional inaccuracies were reported. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of an incident where the patient reported false hypoglycemia events which happened on (B)(6) 2026 at 1:30 am and 08:35 am. The sensor glucose (sg) values were 50 mg/dl and 63 mg/dl, whereas corresponding blood glucose (bg) values were 118 mg/dl and 178 mg/dl respectively. The patient took actions based on sg values by consuming glucose. No symptoms were reported. This MDR is submitted retrospectively following an internal revie.